Event description:
Device 2 of 2 reference MFR. Report #: 3006705815-2018-02857. It was reported that the patient was not receiving adequate therapy, due to the leads twisting. As a result, the patient's leads were explanted and replaced, and therapy was restored post-op.